Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, there was blood/body fluid on several conductors (not obstructed), all insulators were breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and the stylet was stuck in the lead (distal coil); full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not be conducted due to lack of information. No patient complications have been reported as a result of this event.